Manufacturer narrative:
The tech found the bed operating correctly and found no problems with the bed.

Event description:
Info rec'd indicates the head and hi/low function is moving when the bed is plugged in.